Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
71-year-old male with history of coronary artery disease, ischeic cardiomyopathy and severe aortic stenosis, peripheral vascular disease, and alcholol and tobacco abuse. On (B)(6) they underwent cabg5/ avr with direct aortic implantation of impella 5.5 without incident. On (B)(6) the pump was noted to be rotated towards septal wall with associated pvcs and suspected hemolysis (pink urine noted). Repositioned with resolution. On (B)(6) the patient had cardiac arrest requiring intubation and cardioversion and crrt started. On (B)(6) lidocaine started for recurrent ventricular tachycardia episodes. Pump was weaned and explanted without incident on (B)(6).